Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The physician states the catheter was placed on (B)(6) 2013. During a procedure on (B)(6) 2013, it was verified that there was leakage in the middle portion of the catheter on the arterial side. According to the physician, the perforation was not caused by the procedure. There was no injury reported and no permanent damage to the pt. The event did not prolong the pt's hospital stay and there was no bleeding in excess.